Event description:
Event was reported to caldera medical by an attorney. The patient has suffered inability to walk long distances, inability to do house chores, pain during sexual intercourse, severe right sided pain with sitting and standing, and emotional pain. No further information has been provided.